Event description:
A patient contacted amo and stated she had a model zmb00 implanted into her right (od) eye on (B)(6) 2013. Patient said she was quickly able to notice within just a couple of weeks, that she had distance vision but no mid or close vision. No additional procedures have been performed; patient was prescribed glasses and contact lenses to help with the situation. Patient said she does computer work for a living and her visual outcome has significantly affected her daily activities. She wanted to know if there are any known problems with this lens model. The surgeon reported that the patient does have good distance vision but he has not been able to get her mid or close vision to an acceptable acuity for the patient and her expectations might be a little high. He said the patient does work as a receptionist, or something similar, at a medical office and he prescribed her a toric contact lens for her od eye as she has a residual astigmatism and he tried to slightly overcompensate her slight myopia in her left (os) eye, with her glasses to help get some more of the closer visual field. He has not performed any secondary procedures as he is not confident enough that the procedure would resolve the issue and he does not feel that it would be worth the additional risk at this time. The doctor was asked that if he did proceed with an additional procedure to please contact amo product safety to report the procedure. No further information was provided.

Manufacturer narrative:
The exact date of onset of patient's symptoms is unknown. Approximate onset was a few weeks after implant of the intraocular lens, (iol). If explanted, give date: na (not applicable) the lens remains implanted. (B)(4). Reason for non evaluation: to date, the intraocular lens remains implanted. All pertinent information available to abbott medical optics has been submitted. Placeholder.